Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the unit activates itself without command. There was no other information available. There was no patient harm.

Manufacturer narrative:
Evaluation summary: one device was received for evaluation. The returned sample did not meet specification as received. The visual inspection found no defects. The investigation found intermittent bipolar activation without keying. The investigation identified the root cause of the reported event to be the transistor and the capacitor. The transistor and the capacitor were replaced to address the condition. The service center reported that the repair was followed by a complete calibration but the calibration procedure failed at step 7 with error 120. The investigation identified the root cause of the reported event to be the rf board. A review of the device history found there are no service histories recorded for this serial number and the manufacturing history has exceeded the retention period and is no longer available. If information is provided in the future, a supplemental report will be issued.